Event description:
One endeavor rx drug-eluting stent was implanted at the proximal rca (MFR report # 2953200-2009-01841). One endeavor sprint rx drug-eluting was implanted at the mid rca, overlapping, as treatment of the target lesion. A dissection was noted therefore one endeavor sprint rx drug-eluting stent was implanted at the mid rca, overlapping, as treatment of a complication/dissection/bailout. Pt was asymptomatic/free of symptoms at 30 day f/u. Additional stent implanted to treat dissection. A ptca revascularization of the proximal rca and mid rca, balloon only, was carried out approximately 5.5 months following index procedure, due to restenosis after previous ptca. Investigator has indicated that event was related to the study stent. At 6 month f/u pt displayed stable angina and pt was asymptomatic/free of symptoms at 1 yr f/u.

Manufacturer narrative:
Secondary intervention, additional stent implanted during index procedure. Dissection.